Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿+ pen needles cannula break off in the patient. CT scan was performed and the needle is found inside the patient. The following information was provided by the initial reporter: the customer reported that: when the patient injected insulin at 5:30 in the evening on 11.19, he found that the needle was broken about eight centimeters below the lower left side of the navel. Now that the CT scan was done, the needle was found inside.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 01-jan-2023. H6: investigation summary: DHR was reviewed and there were not any qns or other events that could be related to this complaint. Samples were received and an investigation was performed. A broken cannula is received, only IV end can be seen. Needle is used, and there is obvious bent related with pressure at the broken spot. Cannulas used in this batch were evaluated on rigidity and toughness performance during incoming inspection, the results meet the requirement. Pen needle product has 100% IV point inspection by visual system, and defect part will be rejected automatically. Bd was able to duplicate or confirm the customer¿s indicated failure mode. Based above, the certain cause cannot be concluded now. H3 other text : see h10.

Event description:
It was reported that the bd micro-fine¿+ pen needles cannula break off in the patient. CT scan was performed and the needle is found inside the patient. The following information was provided by the initial reporter: the customer reported that: when the patient injected insulin at 5:30 in the evening on (B)(6) 2022, he found that the needle was broken about eight centimeters below the lower left side of the navel. Now that the CT scan was done, the needle was found inside.